Event description:
Surgeon was pulse lavaging the wound when part of the spray gun (the fan attachment) came apart from the handpiece and sprayed all over the surgical field hitting the surgical technician's face and eye. The surgical technician was wearing a mask with a face shield. Reason for use: irrigation of a wound of a trauma pt.